Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported during implant that the helix would not deploy. The lead was attempted but not implanted and a new lead was used. No patient complications were reported as a result of this event.